Manufacturer narrative:
(B)(6), the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The device jaws would not open after sealing had been completed. It is unknown how the device was removed. The surgeon opened another device to complete the procedure with no further difficulties. There was no patient injury. The site contact indicated they have no additional information.